Event description:
It was reported that the patient had a catheter kink located down in her spine and down by the pump. It was indicated that the patient had replacement done in (B)(6) 2006 due to the kinked tubing, however it was noted that she originally had it implanted in (B)(6) 2000. It was also indicated that she had "something done" (B)(6), 2003. The patient and event outcome was not provided. It was unclear which drugs were being used in the pump at that time. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).